Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from may 14, 2015 to may 15, 2015. The device was received for evaluation. Visual inspection was performed and revealed no signs of physical abnormality that could have caused the reported condition. Functional flow rate test was performed and flow rates were within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. There was no patient injury or medical intervention associated with this event. No additional information is available.